Manufacturer narrative:
Additional information has been received regarding the patient weight change from 187 pounds to 0 pounds (declined to provide) which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 01-nov-2019 to 29-oct-2016 as per new additional information and which is updated in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on august 09, 2021. Attorney reporter alleged that use of medtronic insulin pump caused personal injury to the customer on (B)(6) 2019 and was hospitalized for 3 to 7 days in ICU stay. The event involved product(s) mmt-1780kpk, mmt-332a, unomed inf set. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and whether the smartguard auto mode of the insulin pump was used. No further patient complications were reported. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on august 09, 2021. Attorney reporter alleged that use of medtronic insulin pump caused personal injury to the customer on (B)(6) 2019. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.